Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Smartset claim record received. Claim record alleges pain, discomfort, instability, difficulty ambulating and aseptic loosening of the tibial component at an unknown interface. Smartset ghv bone cement was used. Depuy sigma components were implanted during the primary surgery. The surgeon used a smartset hv bone cement during the revision surgery. Doi: (B)(6) 2013. Dor: (B)(6) 2019. Right knee.